Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that difficulty with automatic setup was noted at the implant of this subcutaneous implantable cardioverter defibrillator (sicd). The patient was brought into the clinic and manual sensing testing was performed in all vectors with the patient in multiple positions and also while on the treadmill. The device appeared to be sensing well in the primary & secondary vectors and small amplitudes with no sensing was observed in alternate vector. A boston scientific technical services consultant reviewed the data and stated that primary vector with 2x gain appeared best for sensing with good signals which should be appropriate with therapy enabled. No sensing issues observed post implant. The patient subsequently received an inappropriate shock while lifting heavy objects. Episode review identified noise being identified as noise and then due to low amplitude measurements, oversensing occurred resulting in the inappropriate therapy. A boston scientific technical services consultant suggested troubleshooting and perform x-rays. Review of post implant x-rays confirmed the electrode tip was not positioned over the pectoral muscles. The clinical observations were documented, and the patient will be followed. The system remains implanted and no adverse patient effects were reported. This supplemental report is being submitted due to an updated conclusion code.

Event description:
It was reported that difficulty with automatic setup was noted at the implant of this subcutaneous implantable cardioverter defibrillator (sicd). The patient was brought into the clinic and manual sensing testing was performed in all vectors with the patient in multiple positions and also while on the treadmill. The device appeared to be sensing well in the primary & secondary vectors and small amplitudes with no sensing was observed in alternate vector. A boston scientific technical services consultant reviewed the data and stated that primary vector with 2x gain appeared best for sensing with good signals which should be appropriate with therapy enabled. No sensing issues observed post implant. The patient subsequently received an inappropriate shock while lifting heavy objects. Episode review identified noise being identified as noise and then due to low amplitude measurements, oversensing occurred resulting in the inappropriate therapy. A boston scientific technical services consultant suggested troubleshooting and perform x-rays. Review of post implant x-rays confirmed the electrode tip was not positioned over the pectoral muscles. The clinical observations were documented, and the patient will be followed. The system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.